Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. The unit was inspected and no defects were found. The telescope assembly was able to properly pull back, advance, and retract. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-07391, 2134265-2014-07392. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was moderately calcified and moderately tortuous. During a percutaneous coronary intervention (pci) with intravenous ultrasound (ivus), an opticross¿ imaging catheter was used in conjunction with ilab ultrasound imaging system ad galaxy intravascular ultrasound system sled to perform automatic pullback. During pre- ivus, it was noted that the automatic pullback could not be performed. Resetting was done. However, the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2014-07391, 2134265-2014-07392. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was moderately calcified and moderately tortuous. During a percutaneous coronary intervention (pci) with intravenous ultrasound (ivus), an opticross¿ imaging catheter was used in conjunction with ilab ultrasound imaging system ad galaxy intravascular ultrasound system sled to perform automatic pullback. During pre- ivus, it was noted that the automatic pullback could not be performed. Resetting was done. However, the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.